Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012. The field service engineer (fse) replaced a sticking probe wipe pinch valve (lv8) which resolved the issue. Upon completion of the necessary repairs the instrument was returned back into operation. The cause of this event was a sticking probe wipe pinch valve. (B)(4).

Event description:
The customer reported that a probe wipe leak was continuing to occur on a coulter ac-t diff analyzer after previous service. The previous events requiring service were reported via mdrs 1061932-2012-01508 and 1061932-2012-01408. The spill was not contained within the instrument. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a gown and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was reviewed.